Manufacturer narrative:
H.6. Investigation: a failure was reported on a bd bactec 9050 repaired (p/n 44580009, s/n (B)(6)). Customer reported false positive issues on their instrument. Bd remote assistance worked with the customer to obtain the instrument log files. Through the log files it was observed the power to the instrument was fluctuating due to variable power supply in the facility. It was recommended to connect instrument to a ups to resolve issue. The root cause was facility power issues. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd instrument bactec¿ 9050 a false positive result was obtained. There was no report of confirmatory testing and there was no patient impact. The following information was provided by the initial reporter: the site has false pos.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd instrument bactec¿ 9050 a false positive result was obtained. There was no report of confirmatory testing and there was no patient impact. The following information was provided by the initial reporter: the site has false pos.